Manufacturer narrative:
Stenosis and ischemia, as noted in the xience v instructions for use (IFU), are known adverse events associated with coronary stenting. These known patient effects are not necessarily an indication of a product quality deficiency. Additionally, stenosis, ischemia, and hospitalization are listed in the risk assesment matrix, as no-fault post-procedure complications. Since there was no reported malfunction, there does not appear to be any indications of a stent delivery system (sds) quality deficiency. The other xience v is being reported under the same manufacturer report number.

Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, the patient underwent stenting of the pre-dilated distal cx and mid lad with two xience v stents. In 2009, the pt experienced silent ischemia and was hospitalized 3 days later. A diagnostic coronary angiography was performed, and the results were not reported. Clopidogrel was increased, and the functional ischemia study was positive. Percutaneous coronary intervention treatment was performed to the target vessels. The patient was discharged in the next day. There is no additional information available.